Event description:
The patient had a hip infection and the pathogen is unknown. At about 5 years and 5 months post primary the surgeon performed a washout and revised the cup, head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 28 january 2025: ball heads: mectacer 01.29.210 biolox delta ceramic ball head 12/14 ø 36 size l + 4 lot 1811842: (B)(4) items manufactured and released on 08-04-2019. Expiration date: 2024-03-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional components involved and revised: batch reviews performed on 28 january 2025. Cup: mpact 01.32.154mh acetabular shell ø54 multi-hole (k132879) lot 181808: (B)(4) items manufactured and released on 13-06-2018. Expiration date: 2023-06-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 1900221: (B)(4) items manufactured and released on 11-04-2019. Expiration date: 2024-03-27. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.